Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End user states that the seat cracked about 2 years ago and she put duct tape on it.